Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient was presented to the emergency department due to shortness of breath. Upon interrogation, the pacemaker was found in backup mode. A device restoration was performed successfully. The patient was stable.

Manufacturer narrative:
Correction: section e1.